Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no residual tissue inside of the jaws. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. When activated on porcine kidney tissue, the jaws opened and closed normally; the jaws did not stick to or lock onto the tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws reopened without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report. Initial report sent under MDR number 1717344-2013-00954.

Event description:
The customer reported that the device would not reopen while applied to tissue. The surgeon removed the device by prying it off the tissue with another instrument. The surgery time was extended by only five minutes. There was no harm to the pt.